Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was this patient event from 2007 previously reported to ethicon? If yes, please provide complaint file number/ affiliate number? No it was not reported. If not, provide following: additional complaint details: procedure name? Pyleoplasty procedure, product code and lot number involved? Unknown. Would you be able to provide an event description? After completing the pyeloplasty anastomosis and during the needle retrieval, the needle bounced off the driver and was lost. Qty involved? Only one needle. What tissue was the needle piece left in patient body? In the renal fossa close to the left kidney. Was there any adverse patient outcome? No. Was procedure completed successfully and how? Yes, laparoscopically.

Event description:
It was reported that the patient underwent laparoscopic pyleoplasty procedure in 2007 and suture was used. During the procedure, a needle broke and it was left in the patient. It was reported that after completing the pyeloplasty anastomosis and during the needle retrieval, the needle bounced off the driver and was lost. It was reported that the needle piece was retained in the renal fossa close to the left kidney. Patient has been scheduled for an MRI, not to locate or retrieve a needle, for an unknown reason. There were no adverse patient consequences reported.